Event description:
A pt reported blood glucose results of "8.4 mmol/l" with a lifescan meter and "6.3 mmol/l on a laboratory device, performed within minutes of each other. The meter, test strips, and control solution were replaced.